Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination confirmed the reported condition of a leak. The leak was due to a broken distal luer post, however, the root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported that an intermate leaked from an unknown location. The leak was discovered as the customer unpackaged the product. The device was filled with a 90-ml solution of pamidronate. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.